Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a scheduled maintenance session, the external pulse generator (epg) did not pace for the minimum of fifteen seconds during battery change. The epg is being returned to the manufacturer for repair. There was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.